Manufacturer narrative:
(B)(4). Batch # r58v7j. The analysis results found that the ecs33a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r58v7j. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that staples malformed. During the operation for rectal cancer, after fired, found the staples malformed, used suture to sew the anastomotic stoma. Another device was used to complete the surgery. There were no adverse consequences to the patient.